Event description:
The distributor reported on behalf of their customer that prior to inserting the 110-4g into the pt, the surgeon noticed that the catheter's anterior part near the sensor tip was kinked. Fearing the icp data would be affected after insertion, the physician did not use this device.